Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the device became stuck, and it was further reported that only the stylet deployed. Additionally, it was later reported that the device could not be primed and failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 18g maxcore disposable core biopsy instrument was received. Upon visual inspection, the device was received with a needle protector and with a yellow guard attached to the needle. The device appeared to have residue at the distal tip of the stylet. The maxcore disposable core biopsy instrument was received in its initial positions. No visual anomalies were noted to the devices. On functional testing, to prime, the top slide and the bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire and failure to prime as the device was able to prime and fire properly. All 6 samples were collected with no issue. A definitive root cause for the reported failure to fire/ failure to prime issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the device became stuck, and it was further reported that only the stylet deployed. Additionally, it was later reported that the device could not be primed and failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no patient reported injury.